Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion was found. In addition, dust/dirt contamination found during evaluation. This report is being submitted for the corrosion during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Device was scrapped during the evaluation.